Event description:
The site reported that during an iol explant of another manufacturer's iol and the implant surgery for a light adjustable lens (lal, sn (B)(6), +21.0d), the lal was delivered backwards into the anterior chamber. It did not enter the capsular bag. The surgeon opted to extract this first lal and replace it with another lal (sn (B)(6), +21.0d). After the surgeon had injected the 2nd lal into the capsular bag, he observed a posterior capsular bag rent. He performed a vitrectomy and positioned the lal into the sulcus with optic capture. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The surgeon stated that in his opinion, the other manufacturer's iol haptics caused scaring over the course of 9 months the iol was implanted and that caused the weakening of the capsular bag and when he implanted the second lal into the capsular bag, then the capsular bag tear occurred. Manufacturer reference #: (B)(4).